Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, a sales representative reported via email that three ar-3636h knotless 1.8 hip fibertak anchor devices experienced suture breakage during shuttling of the repair stitch. The issue occurred during a hip labral repair procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 04-may-2026: three ar-3636h knotless 1.8 hip fibertak anchor devices experienced mid-suture breakage involving the shuttle stitch while the anchors were seated in bone. A suture passing device had been used to pass the shuttle stitch under the labrum before shuttling the repair stitch. All three anchors remained implanted, and all broken suture fragments were retrieved. An additional ar-3636h knotless 1.8 hip fibertak anchor was opened and implanted at a new location to complete the procedure. The event resulted in an approximate procedural delay of 8-10 minutes due to the removal of suture material from the affected implants and the placement of replacement devices. It is unknown whether additional anesthesia was administered.